Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the tha surgery, when the surgeon attached the pinnacle straight impactor to a trial cup and then hit it by a hammer one time, the front-end part of impactor was broken as per attached photos. As another pre-sterilized impactor was available in this hospital, the surgeon could deal with this event by using this replacement. There was no adverse consequence to the patient.

Manufacturer narrative:
Examination of the returned instrument confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.